Manufacturer narrative:
Analysis found that the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tang was not turning which indicated a broken. The shaft was removed from the assembly for further analysis [it measured 5.70¿ from tip to break point]. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The configuration of the shaft break is consistent with shear [or bending] stress. A similar reserve sample bur (part number tn30mcd) was previously installed into a handpiece; while ¿incrementally¿ inserting the bur, it was intentionally side loaded in all directions in an attempt to break the shaft during loading; the shaft did not break. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via manufacturer representative that the tool bur came off while setting the handpiece prior to the procedure. Another product was unpacked and used. There was no known patient impact reported.